Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the coil prematurely detach ¿itself ¿ inside the aneurysm without any attempts to reposition it. The physician felt that ¿it has been detached from the beginning¿. No patient consequences were reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device visual and microscopic evaluation revealed that the mail coil was physically detached from the delivery wire at the junction zone. The delivery wire proximal contact was detached and the delivery wire was found kinked, likely due to handling during use. The main coil was found to be kinked and traces of procedural fluid were observed. Information available indicated that the device was confirmed to be in good condition prior to use and the anatomy was reported to be very tortuous. Based on device analysis and information available an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that the coil prematurely detach ¿itself ¿inside the aneurysm without any attempts to reposition it. The physician felt that ¿it has been detached from the beginning¿. The coil was removed with the aid of a loop catheter. No patient consequences were reported due to this event.